Event description:
Additional information received from the patient. Pt called back stating they went to the doctor that put in the stim inside of them on thursday and talked about the fact that the ins would not charge so they could not get stimulation. The pt had not used the ins in the last 4 months; pt called patient services months ago but still on going issues charging the ins with the new rtm and controller. It took the pt 4 hours to get a charge to the ins and other times the ins would not charge all the way for it would stop at 60%. The ins charging session was slow to charge. Pt noted they always had trouble plugging the rtm into the controller, and the had to push the rtm in it 3 times before it would go in; pt had no issues plugging the ac cord into the wall. Pt met with their rep and saw no damages to the equipment. Pt verified no damage to the rtm. Pt had fallen twice in june but it was after the issues started with the equipment.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product ID 97755-s, serial# (B)(6), product type recharger, product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745nt, serial#: (B)(6), product ID: 97755-s, serial#: (B)(6), product type: recharger. H6: evaluation conclusion code d01, does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient is still unable to charge and has not charged in 5 months. The caller said that the patient (pt) thinks the implantable neurostimulator (ins) is flipped.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the recharger (serial# (B)(6)) found the complaint was unverified and there were no anomalies. CAPA 620188 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported they were having issues charging their implant and the issue began about 10 days ago. Pt stated they got the "not able to charge contact patient services" message but pt was unsure of the message. Pt stated it was getting really hard to find the place for the paddle (ps understood this as paddle placement). Pt also got a try again screen (ps understood this as no device found). Pt was able to charge their controller fine. During the call ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt got the stimulation on/off/lock message. Pt inserted the battery pack and confirmed green light was flashing above the screen. Pt then connected the recharger cord and got the battery empty recharge the controller message. Pt confirmed the controller became blank and unresponsive when charging the implant. Pt inquired why the controller was depleted thought the controller battery was at 100%. Pt noted that after the controller became blank and unresponsive while charging the implant. Pt plugged the ac power supply cord into the controller and thought the controller would take a charge. Ps reviewed information. Ps advised pt to call patient services back to troubleshoot their implant charging issue. Additional information was received. The pt called back saying that they were still having troubles and that for about eleven days before friday for about ten days they were having trouble locating the device. Pt said that the equipment was so touchy and that they had to have the recharger exactly at a certain spot but the ins only charged to 10% after recharging the ins while lying down for an hour and fifteen minutes. Pt said that on friday the ins didn't hold the 10% and the ins went dead and the controller said something about contacting patient services (ps) since it wasn't working. Ps had the pt initiate an ins recharging session. Pt said that it was kind of hard to plug the recharger into the controller. Pt said that the power supply would plug in easily to the controller. Pt said that the equipment took awhile on looking for device. Pt then saw no device found appear; pss reviewed screen meaning with the pt. Pss reviewed passive recharge mode with the pt and had the pt tap recharge on the no device found screen. On the trying to recharge screen, the three numbers were 77 77 78. Pss had the pt reposition the recharger and pt then saw the middle number go up to 85 and then 95. Pt confirmed seeing the controller light flashing green. Pt said that they tried to move the recharger around a lot but they could only get the number up to 89 before. Pt said that the controller battery went down really quickly yesterday when trying to recharge the ins. Pt noted that the controller battery was at 100% when they started recharging the ins. Pt then saw no device found again, so pss had the pt tap recharge and then pt saw the normal recharging screen with the controller at 100% and the ins in the red with recharging excellent indicated. Pss reviewed best recharging practices with the pt. Troubleshooting resolved the reported issue. Additional information received from the patient. Pt added seeing a message "replace battery' 1-2 days ago. Patient services (pss) advised pt to capture all details for reference when/if messages occur by either writing down the wording or taking a screen shot w/ mobile phone camera. Pt indicated the ins was depleted <(>&<)> ptm screen was reading no device found. Pt mentioned they notice a big difference in pain when ins is off and they had now been w/o therapy 4 days now due to recharging issues. Pt referred to seeing prm screen often with all 3 numbers the same at times w/ screen not advancing/moving for 2 hours or only get 25% charge. Pt stated they have not been able to get an excellent coupling in a long time. Pt noted when ptm was connected to power supply the battery recharge indicator light was flashing green above touchscreen. Pss reviewed the light would turn solid when bp fully charges. Pt also explained how pt could access the batteries [49] screen from therapy/home screen. Pss saw that previous pats agent documented pt said that it was kind of hard to plug the recharger into the controller. Pt told me today the plug gets stuck. I had the pt inspect the recharging antenna (rtm) cord <(>&<)> connector plug, as well as, the ptm connector port; pt detected scratches/groves on two rtm connector plug pins and the ends of the ptm connector port or pins seemed to be flared up/plastic appeared lighter. Pt said the rep told them it may just be stiff/tight so if they lined it up <(>&<)> pushed it should go right in. Pss reviewed purpose/function for aa batteries. A new controller was requested. Additional information was received from the pt. Pt called back saying they're still having trouble not getting their ins charged. Pt mentioned the recharger (rtm) plug was still not as easy to connect as the one they were given during the trial. Pt indicated the ins battery did not increment any in three hours; ins was still in the red. Pt indicated after speaking with ps on (B)(6) 2023 the ptm kept say "searching for it" then gave them an "82 w/ excellent connection/charge". Pt explained it was hard for them to sit in a chair to keep the rtm positioned securely so they lay down with ptm lying next to their mid to lower back. Ps requested pt to initiate an ins recharge session where after pressing recharge on 'no device found' screen, pt described seeing passive recharge w/ middle numbers ranging between 78-87 w/o transitioning to the batteries [49] charging screen. Pt was seeing poor coupling [76] after ptm made warning tone <(>&<)> battery recharge indicator light was orange. Pt mentioned during the call that the rtm was causing them to hurt so bad on their back. Pt described a burning sensation/weird feeling. Ps advised pt to address this with their hcp - see (B)(4) where ps previously redirected pt to hcp. Pt said they also felt this over the weekend. Ps requested pt to take their equipment with them when they were able to follow up with their hcp and to request a manufacturer representative (rep) to test external components, if needed. A replacement rtm was requested. Additional information received from the patient. Pt called from registered number and mentioned they could not turn their stimulation off because they could not connect with their implanted neurostimulator(ins). During the call, the pt got "no device found" and got 48, 48, 48 in passive recharge mode. Pt said normally they got "80 or something" in passive recharge mode. Pt then moved the recharger antenna (rtm) around and got 47, 76, 81. Pt eventually was able to recharge the ins with good quality. Ins charge was 60% and controller charge was 100%. Controller charge depleted to 90% on call. Quality sometimes switched to poor recharge quality and pt had to reposition the rtm paddle. At the end of the call, pt had stable good recharge quality. Patient services specialist(pss) suggested the pt continue to charge their ins at good quality and try charging in different positions to see if quality improved.